Manufacturer narrative:
A steris service technician arrived on site, inspected the table and seat extender, and identified that the user facility utilized the accessory improperly. The technician identified the facility had attached the seat extender to the incorrect section of the table. The operator manual states on pg 2-1 "the bariatric extensions are unique to each table section and are not interchangeable with other table sections. The amsco 3080/3085 sp and cmax bariatric table extensions are not interchangeable." The technician offered in-service training and it was completed on march 19, 2016. No additional issues have been reported with the table.

Event description:
The user facility reported that the bariatric seat section extender being utilized with the 3085sp surgical table came loose during a procedure. The facility positioned an object underneath the seat extender to prevent it from moving, and completed the procedure. No injury, procedural delay, or cancellation was reported.